Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Device manufacture date is unknown. Evaluation is pending upon the return of the product.

Event description:
In 2009, the sales representative reported that during surgery, the surgeon attempted to adjust screw and one prong broke off. The prong was retrieved from the wound. There were no surgical delays. The surgeon was able to finish the case by using the second instrument in tray.